Event description:
Burette set tubing setup, IV solution installed, tubing then collapses. Reporter questions if a vacuum was created. Drip chamber and tubing collapsed prior to patient use. No pt injury.